Event description:
The customer alleged a suspect positive biological indicator (bi) after a completed cycle in the sterrad nx sterilizer. The media seemed to have decreased after the cycle completed. The bi was placed in the lower back of the chamber. The previous load bi result is unknown; however, the subsequent load result was negative. The load processed with the bi in the sterrad sterilizer included a camera code and a light scope tube. The load was not recalled and no harm or injury was reported.

Manufacturer narrative:
The customer was requested to return the actual suspect positive bi, as well as the remainder of the unused case from which the suspect positive bi was obtained, for further investigation. Any additional information obtained will be submitted in a supplemental medwatch report.

Manufacturer narrative:
Concommitant device: sterrad nx sterilizer. Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was reviewed and found the lot to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The complaint history sterrad nx sterilizer for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad nx sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and is considered to be none/negligible risk. The reported customer issue is not verified. There were no problems found with the returned samples. The customer reported that the media level was low; however, there was enough media to determine the color. Therefore, evaporation is not considered as a failure mode.